Event description:
Info received via complaint form states as follows: "for a same pt, the customer has used 3 different flexi-seal control fms the same day. In fact, for the first and second devices put in place, they noticed a leak at the inflation port. They removed and threw away devices without noting the lot number. However, there was no issue with the third device which is still in place."

Manufacturer narrative:
Based on the available info this event is being reported as a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a follow up report will be submitted. The lot number was not provided. Therefore we are unable to determine the specific mfg site. (B)(4). Please note: it was discovered on (B)(4) 2014 that two (2) devices were inadvertently reported under one MDR on (B)(4) 2013 ((B)(6) and MFR report#: 2243969-2013-00289) this report is to cover the second device mentioned. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.